Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert tripped for elective replacement indicator due to premature battery depletion. The patient is scheduled for a device change out. No patient complications have been reported as a result of this event.